Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used during a procedure to treat an unknown lesion. It is unknown if the device was prepped successfully, if any pulses were delivered, or if the shockwave procedure was successfully completed. It was reported that the ivl balloon failed to deflate, and it was addressed by applying repeated negative pressure. The ivl balloon did not require puncture. The length of time that the ivl balloon could not be deflated is unknown. It is unknown if there was any patient sequelae.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of unable to deflate was confirmed. Based on the investigation observations, not being able to deflate the balloon can be attributed to a loose component on the catheter, attributed to manufacturing. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.